Event description:
Resident's daughter was pushing father in wheelchair into the front of facility on outside sidewalk. The wheel hit a ridge and the wheel on the right side broke, causing the resident to fall on the sidewalk. Sent to emergency room for evaluation, no sutures needed, vital signs stableinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, none or unknown. Invalid data - on device destroyed/disposed of status.